Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient race is caucasian. Admitting diagnosis/medical history: iron deficiency anemia.

Event description:
It was reported that at 14:15 the large volume pump was programmed to infuse 125mg sodium ferric gluconate as a secondary infusion with a rate of 120ml over one hour, however the iron infusion completed early at 14:35. There was no patient harm.

Manufacturer narrative:
Additional information: g.3. The reported issue that an infusion of 125mg sodium ferric gluconate was programmed to infuse as a secondary and was found to have completed prematurely could not be confirmed as reported. The infusion was identified to have been programmed as a primary infusion for duration of one hour (120ml/h rate with vtbi at 120ml). The infusion configuration setup could not be ascertained from the log. The incident administration sets were not returned for investigation. The infusion was found to have been terminated early after recording having infused 50ml; the cause for the early termination could not be ascertained from the log. The inspection and testing process did not find any existing malfunctions that could be directly associated with the incident and the source pump module was found to be infusing within specification. It is possible that a back check valve failure may have occurred with the primary administration set; however this issue could not be investigated further. The pump module was being used for treatment. The mechanism assembly was disassembled during the investigation and will be replaced by service because of the fact that the mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. A root cause for the infusion of 125mg sodium ferric gluconate having completed in ten minutes when it was expected for duration of one hour was not identified with the information and product provided. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 26jan2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that at 14:15 the large volume pump was programmed to infuse 125mg sodium ferric gluconate as a secondary infusion with a rate of 120ml over one hour, however the iron infusion completed early at 14:35. There was no patient harm.